Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Did the packaging of the box or individual pouch of the affected device appear to be tempered/damaged/not properly sealed? Was the product stored per instructions? Could the product be exposed to any adverse weather conditions at any time? How many devices for the same box were tested during routine culture testing? How many devices tested positive? Which distribution center was the product shipped from?

Event description:
It was reported that prior to the unknown procedure on the patient, the staphylococcus aureus was detected on the suture during routine culture tests. The suture was not used on the patient. It was also reported that the suture package did not appear to be tampered, damaged or not properly sealed.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No sample returned for evaluation. Retained samples were used for the investigation. Retain samples were conducted the sterility test from (B)(4)2017 to (B)(4)2017. All the test conclusions were passed. Based on the sterility test results and the parameters during sterilization, there is no abnormal was found. Complaint root cause couldn¿t be determined. Additional information was requested and the following was obtained: did the packaging of the box or individual pouch of the affected device appear to be tempered/damaged/not properly sealed?no was the product stored per instructions?yes could the product be exposed to any adverse weather conditions at any time?no how many devices for the same box were tested during routine culture testing?unk how many devices tested positive?unk which distribution center was the product shipped from?unk